Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data- d4, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned nail was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. The attempt to test the functional feature was performed. All relevant features were measured or checked with a go/no go gage and have fulfilled the specifications. However, the slot 5mm could not be tested with a go/no go gage due to the damage of the received part. Thus, all relevant dimensions which could lead to the complaint condition from the received complaint part were measured several times during its manufacturing and no deviation could be identified. The failed inspections on the part received is due to damage in the slot area. Therefore, any manufacturing issue has been excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 272.266s lot: l941382 manufacturing site: (B)(4) release to warehouse date: 26. June 2018 expiry date: 01. June 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, a proximal femural nail antirotation (pfna) nail could not be connect with an unknown aiming arm. A substitute pfna nail was used in the surgery. There was a five (5) minute surgical delay. No patient harm reported. Surgical outcome was unknown. Concomitant device reported: unknown aiming arm (part # unknown, lot # unknown, quantity unknown), unknown pfna blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) pfna 11 130° l240 sst. This is report 1 of 1 for (B)(4).